Event description:
It was reported that the patient was having difficulty charging due to patients ipg was taking longer to charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging due to patients ipg was taking longer to charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.